Event description:
It was reported that during a device change out, the physician noted that the patient's left ventricular (lv) lead had insulation breaks, very high impedances and failed to capture. The lead was removed and replaced. The device was also replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was melted. It was noted that the proximal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the proximal conductor melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was apparent explant damage. (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.